Manufacturer narrative:
The cause of the broken pin was due to extreme force applied to the pin while exiting the elevator and attempting to steer the system on thick carpet. The carpet causes more force to be applied to compensate for the resistance, and this causes the pin to break. This would require strength greater than the average user. In this particular location, the user was a larger, muscular male allowing him to apply excessive force.

Event description:
Rear pivot locking pin broke on uilk version 2.0 causing the unit to become very difficult to maneuver or steer.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation results: it has been found that in events of very harsh or severe steering of the system, the pin component can sheer. A new design for this feature was released that will eliminate this failure.